Event description:
It was reported that, during reprocessing, the colonovideoscope tested positive for 100 colony forming units (cfus) of enterobacter hormaechei and staphylococcus epidermidis. The device was retested on september 9, 2025, and it tested positive for 18 cfus of enterobacter hormaechei, micrococcus luteus and staphylococcus epidermidis. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, h6, h11. The device was evaluated by the regional repair center, and the reported failure was not confirmed. Olympus provided the following result of the culture test, performed at the third-party labs. Sampling date: (B)(6) 2025, sampling from: all channels, cfu: <1, enterobacter hormaechei staphylococcus epidermidis. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported event could not be confirmed, and a root cause could not be determined. Growth of microorganisms were reported through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information from the customer.